Event description:
In 2008, the pt reported that his infusion device displayed e10 (cartridge error) while retracting the piston rod. He stated that the piston rod became blocked approximately 1/2 way down the cartridge compartment. The pt was using the correct battery type. He was instructed to insert a new battery and attempt to retract the piston rod. The infusion device displayed e10. The pt stated that he inserts insulin cartridges into the infusion device without first attaching the adapter and infusion tubing. He stated that he has noticed insulin inside the cartridge compartment, which he dried each time. He was educated on the proper technique for inserting the insulin cartridge into the infusion device. The pt was advised to switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for eval.